Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the coronary diagnostic procedure was completed using the same system. The philips remote service engineer (rse) analyzed the system remotely and confirmed from the log files that the cooling unit was experiencing an issue. An additional review of system log files also indicated a cooling unit defect. The field service engineer (fse) inspected the system onsite and identified oil leakage from the cooling unit inside the generator cabinet. The fse replaced the cooling unit, removed air bubbles from the cooling unit, and refilled oil to restore normal system functionality. The defective cooling unit was returned for analysis, and the results confirmed the presence of fluid inside the unit. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system gave an alert indicating that only low load fluoroscopy was available, which can impact imaging. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.